Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: this problem was noted during annual calibration. In system test o2 mixer at 21% the test is okay, at 61% the fo2 reading goes up to 103% similar to 90% which in operation mode the machine is triggering high oxygen alarm.